Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be synchronization error between the image acquisition system (ias) and the image visualization system (ivs). Log file analysis showed that the customer performed the first acquisition for which images were acquired and displayed on both examination and control room monitors. During acquisition (online transfer) the images are transferred from the ias to the ivs and are saved in the ivs image directory. After acquisition, the image files should be moved from the ivs image directory to the syngo database directory (local database). In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisitions are still possible without limitation. In this case, the image files could not be moved to the local database due to an error in the data management tool. A message with the content "database not in sync" is displayed to the user on the monitors and the images (in the patient browser) are not available to the customer. The ias attempts to forward these images again to the ivs via offline transmission, however, the request was abandoned as image duplicates were present in the ivs image directory. The user performed a system shutdown and rebooted, but the problem persisted. A siemens service engineer visited the site and recreated the database as the images are still available on the ivs image directory. This resolved the problem and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that the database was not in sync. A system restart was attempted, but was not successful. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.